Event description:
During a check in procedure at the manufacturer's service center, a ventilator's screen was distorted. There was no harm or injury reported. The device was evaluated and the complaint was confirmed. The device's lcd and system board were replaced to address the issue.